Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The stent was implanted during the procedure. The packaging and the delivery system were returned. The wallstent delivery device was visually and microscopically inspected. The outer cardboard packaging and inner pouch packaging was returned. A visual examination identified no issues with the packaging. Both the outer and inner packaging were labelled as a 8mm x 80mm x135mm wallstent uni device. A visual and tactile examination identified multiple severe kinks along the length of the catheter. This damage is consistent with excessive force being applied to the delivery device. No issues were noted with the catheter that could have contributed to the damage identified. A visual and microscopic examination of the stent cups and stent holder identified no damage or issues that could have contributed to the complaint incident. A visual and microscopic examination of the markerbands and tip identified no damage or issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the stent was longer than the labeled size. A 8 x 80mm x 135cm wallstent-uni endoprosthesis self expanding stent was selected for use for a peripheral stenting procedure in a target lesion in the outer iliac artery that was about 60mm long. However, after checking the delivery system markers on angiography, it was noted that the device was longer than 80mm, it was about 130mm. The stent covered the common iliac artery, external iliac artery and the proximal end of the femoral artery. The stent remained positioned and implanted, so the procedure was completed with the same device and there were no patient complications reported. The patient was satisfactory following the procedure.

Event description:
It was reported that the stent was longer than the labeled size. A 8 x 80mm x 135cm wallstent-uni endoprosthesis self expanding stent was selected for use for a peripheral stenting procedure in a target lesion in the outer iliac artery that was about 60mm long. However, after checking the delivery system markers on angiography, it was noted that the device was longer than 80mm, it was about 130mm. The stent covered the common iliac artery, external iliac artery and the proximal end of the femoral artery. The stent remained positioned and implanted, so the procedure was completed with the same device and there were no patient complications reported. The patient was satisfactory following the procedure.